Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was unable to communicate with the patient controller post an unrelated procedure. Troubleshooting was attempted to no avail. Consequently, the patient underwent surgical intervention where the ipg was explanted and replaced.

Manufacturer narrative:
Device returned and confirmed the inoperable ipg.